Manufacturer narrative:
Valid phone number not provided by the customer.

Event description:
It was reported that the customer was unable to control the parameters. The touchscreen was calibrated, however the problem remained. There was no patient involvement.